Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. The investigation did not observed any lines on the display screen. Unrelated to the reported line through display issue, the text on the screen was found to be dim and discolored. Resetting the contrast to maximum setting showed little improvement to the dim display issue.